Event description:
Customer contacted customer support stating that unit was found to have an error message of data acquisition (da) pcba adc reference failed. It is unknown if unit was in use at the time of the reported issue. Customer stated that there was no incident report generated. There was no reported harm to the patient or user.